Manufacturer narrative:
(B)(4). Batch # n91v96. Device analysis: the device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Due to condition of the device it could not be confirmed the "hemostasis controllable" issue reported by the customer. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a lavh, the blade tip was broken off inside the patient. The blood vessels were damaged when the broken pieces were removed from the patient. The blood vessels were damaged and bleeding was confirmed but the hemostasis was performed with the bipolar to complete the case. There were no adverse consequences to the patient.